Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds approximately 24 hours post implant. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.